Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history settings/time date issue) issue. The date in the pump was resetting on its own to (B)(6) 2016 and (B)(6) 2020 this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated the following manual time changes: (B)(6) /2013 2:54pm to (B)(6) 2013 2:56pm, and (B)(6) 2016 4:03pm to (B)(6) 2013 4:14pm. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately.